Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient's stage 1 for the right side , after the procedure started, it was discovered there was no lead cap in the lead kit. There are no known factors that may have led or contributed to the issue. They opened an extra lead kit cap to use for the procedure. The issue was resolved.